Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the rv pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant product(s): a 557484 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after the lead integrity alert (lia) triggered. The right ventricular (rv) lead had rapidly increasing and high pacing impedance, noise, and an increased sensing integrity counter (sic). The rv lead remains in use and a replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.